Event description:
It was reported that with the new v12.3 pump firmware comes the updated compatible syringes for bd alaris syringe and alaris pca modules. The ims 30ml prefill syringe was no longer available in the software for the alaris pca modules. As a result, clinicians are receiving alerts from the pumps as intended that the product is not compatible. As a result, patients have to wait to receive new orders for pain management. The customer is requesting the ims 30ml syringe be compatible.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information: imdrf annex a, b, c, g codes. Investigation summary: the report regarding the pca module v12.3 being incompatible with the ims 30 ml prefill syringe was confirmed during the investigation. The ims 30 ml prefill syringe is no longer listed as a compatible syringe for use with the pca module in the alaris system v12.3. No device was returned for this investigation; therefore, an external and internal inspection could not be performed. No suspect logs were attached for this investigation. There was no device returned for investigation; therefore, log analysis could not be performed. No suspect device was returned for this investigation; therefore, testing could not be performed. In the bd alaris system user manual v12.3, in the section alaris pca module compatible syringes on page 581, a table is shown listing the brands and sizes along with their order numbers that are compatible with the pca module v12.3. Per bd alaris guardrails editor v12.1.3, the guardrails¿ editor software version produces a data set that is compatible with the pcu v12.3.0. The data set changes report may include two sections: data set changes and incomplete data set entries. The data set changes section includes features or functionalities that have been disabled or new requirements added into the software. The incomplete data set entries section includes entries now considered invalid or incomplete within the software. The report includes the profile and configuration or section affected plus the action or pending action needed. The astra zeneca 50 ml, ivac 50 ml, monoject¿ 3 ml, 6 ml, and 20 ml, terumo¿ 3 ml, 5 ml, 20 ml, 30 ml, and 60 ml, and ims 30 ml prefill syringe master list favorites have been disabled and are no longer compatible. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the incompatibility issue between the pca module running software version 12.3 and the ims 30 ml prefill syringe is attributed to the fact that this syringe is no longer included in the library of compatible syringes supported by version 12.3. Additionally, the ims 30 ml prefill syringe has been disabled from the "master list favorite" option within the alaris guardrails editor. No device or data set was received for further investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that with the new v12.3 pump firmware comes the updated compatible syringes for bd alaris syringe and alaris pca modules. The ims 30ml prefill syringe was no longer available in the software for the alaris pca modules. As a result, clinicians are receiving alerts from the pumps as intended that the product is not compatible. As a result, patients have to wait to receive new orders for pain management. The customer is requesting the ims 30ml syringe be compatible.

Manufacturer narrative:
Omit: g0200802 - software interface. Additional information: imdrf annex g code and manufacturer narrative. The actual date of event is unknown. Investigation summary: the report regarding the pca module v12.3 being incompatible with the ims 30 ml prefill syringe was confirmed during the investigation. The ims 30 ml prefill syringe is no longer listed as a compatible syringe for use with the pca module in the alaris system v12.3. No device was returned for this investigation; therefore, an external and internal inspection could not be performed. No suspect logs were attached for this investigation. There was no device returned for investigation; therefore, log analysis could not be performed. No suspect device was returned for this investigation; therefore, testing could not be performed. In the bd alaris system user manual v12.3, in the section alaris pca module compatible syringes on page 581, a table is shown listing the brands and sizes along with their order numbers that are compatible with the pca module v12.3. Per bd alaris guardrails editor v12.1.3, the guardrails¿ editor software version produces a data set that is compatible with the pcu v12.3.0. The data set changes report may include two sections: data set changes and incomplete data set entries. The data set changes section includes features or functionalities that have been disabled or new requirements added into the software. The incomplete data set entries section includes entries now considered invalid or incomplete within the software. The report includes the profile and configuration or section affected plus the action or pending action needed. The astra zeneca 50 ml, ivac 50 ml, monoject¿ 3 ml, 6 ml, and 20 ml, terumo¿ 3 ml, 5 ml, 20 ml, 30 ml, and 60 ml, and ims 30 ml prefill syringe master list favorites have been disabled and are no longer compatible. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the incompatibility issue between the pca module running software version 12.3 and the ims 30 ml prefill syringe is attributed to the fact that this syringe is no longer included in the library of compatible syringes supported by version 12.3. Additionally, the ims 30 ml prefill syringe has been disabled from the 'master list favorite' option within the alaris guardrails editor. No device or data set was received for further investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that with the new v12.3 pump firmware comes the updated compatible syringes for bd alaris syringe and alaris pca modules. The ims 30ml prefill syringe was no longer available in the software for the alaris pca modules. As a result, clinicians are receiving alerts from the pumps as intended that the product is not compatible. As a result, patients have to wait to receive new orders for pain management. The customer is requesting the ims 30ml syringe be compatible.